Manufacturer narrative:
Per the clinic, the patient never fully adapted to the implant and did not receive benefit from implanted device. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report.